Event description:
It was reported by the sales rep that during a lap hepatectomy, when a scrub nurse cleaned the blade, it was found that the tissue pad was detached off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. (B)(4).

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.